Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The needle valve was replaced to correct the reported issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located (B)(6), and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a large leak which may prevent ventilation. There was no report of patient involvement.